Event description:
The event is reported as: the customer alleges that the heater shuts down and will not turn back on for several mins. No report of a pt injury or a delay in treatment.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial# (B)(4) was manufactured on 05/22/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no were changes required.